Event description:
Additional information provided indicated that there was no patient involvement.

Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found evidence of reported problem. During investigation the device was powered up and alarmed ec 1660 which according to the investigation is an issue with processor on the circuit board. Service will replace the pump circuit board and scratched screen to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1660, and constant alarm. It was also reported that the pump had lens damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.